Event description:
It was reported that the right ventricular (rv) lead was dislodged that confirmed via chest x-ray. The rv lead exhibited failure to capture. The rv lead was explanted and replaced. The patient was stable throughout.